Manufacturer narrative:
This report is for unknown number of cancellous screws which broke postoperatively. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). The (510k): unknown, as specific part number for screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was initially implanted with locking compression plate (lcp) and unknown number of screws on (B)(6) 2015. Postoperatively on an unknown date it was identified that the multiple cancellous screw heads are broken. Revision surgery was performed on (B)(6) 2016. No information about patient status. Concomitant device reported: ti lcp(tm) distal femur plate 7 holes/196 mm-right (part # 422.252, lot # 8192220, quantity 1). This report is for unknown number of cancellous screws which broke postoperatively. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.